Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.

Event description:
It was reported that during the fundoplication procedure the tissue pad was loose, but did not fall into patient. Case completed with same like product. No patient consequence.